Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was worn in an MRI machine and alarmed motor position encoder error. The customer's blood glucose reading was 150 mg/dl at the time of incident. Troubleshooting found that the pump also did an automatic restart. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind and e70 error alarm was confirmed in the alarm history due to motor encoder signal out of phase. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.